Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products of the reported lot number. Retention products were tested with high hcg clinical urine samples. All of the tests showed positive results at read time and met qc release specifications. False negative results were not observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported on behalf of the customer. On (B)(6) 2018, the patient arrived in the emergency room and a urine sample was collected. Initial point-of-care testing using a cardinal health rapid test hcg urine cassette produced a positive hcg result. The sample was then sent to the laboratory for confirmatory testing. A test was conducted using a cardinal health rapid test hcg combo test and produced a negative hcg result. The result from the laboratory was reported to the emergency room as negative. The emergency room then ordered a b-hcg quantitative test and the beckman coulter dxi 600 hcg result was 304,783miu/ml. The same urine sample was tested using a second cardinal health rapid test hcg combo test with the same lot number but from a different kit. The second cardinal health rapid test hcg combo test produced a positive hcg result. The emergency room was alerted to the corrected positive result.

Manufacturer narrative:
Corrections: date received by manufacturer corrected to 02/12/2018.